Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the membrane of the bd phaseal¿ l connector c90j was missing causing fluid leakage before use. The following information was provided by the initial reporter, translated from (B)(6) : drug preparation was completed with no problem. The prepared drug was placed in a polybag, and then transported to a hospital ward. When attempting to spike an infusion bag before administration, the nurse noticed that it was wet, and then discovered that the membrane of c90 was missing and the separated membrane was found on the floor. The drug used is bevacizumab.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-jun-2022. H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body. A device history review was performed for lot 2110201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece.

Event description:
It was reported that the membrane of the bd phaseal¿ l connector c90j was missing causing fluid leakage before use. The following information was provided by the initial reporter, translated from japanese: drug preparation was completed with no problem. The prepared drug was placed in a polybag, and then transported to a hospital ward. When attempting to spike an infusion bag before administration, the nurse noticed that it was wet, and then discovered that the membrane of c90 was missing and the separated membrane was found on the floor. The drug used is bevacizumab.